Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary angiography procedure was completed by moving the patient to other room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stand could not move. Analysis of system log file found enmv high during start up. Upon functional testing, fse found geo module was defective. Fse replaced geo module and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that while using the allura system, the stand could not move. The system was rebooted, and the stand still could not move. The patient was transferred to another room to complete the operation. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the geo module which resolved the issue. The device was returned to use in good working order.